Manufacturer narrative:
Batch review performed on 06 november 2018; lot 124374: (B)(4) items manufactured and released on 11 january 2013. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved (not revised): liner: mpact 01.32.3644hcat hooded pe hc liner ø36/e (k132879), lot 145278: (B)(4) items manufactured and released on 03 december 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that the patient had come in complaining of pain 2 years and a half after primary. The surgeon determined that the patient was dislocating (the head dislocated from the liner). The surgeon revised the ball head on (B)(6) 2018. The surgery was completed successfully.

Manufacturer narrative:
Document review received from the supplier on (B)(6) 2018 the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect or nonconformities regarding sterilization. Due to a lack of ceramic parts further investigation cannot be done.